Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a used condition. During analysis, the customer's reported problem was unable to be confirmed, no problems were found with delivering a dose. Delivery accuracy tests were performed, and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump stopped, and medication dose delivery was not possible. Subsequently, the pump was change to a new pump. No adverse effects were reported.